Event description:
There was an allegation of questionable elecsys anti-tg assay results for multiple patient samples tested on the cobas e 801 analytical unit. The following results for 2 samples were provided as an example: sample 1: the initial result was 42 iu/ml. The repeat result on atellica was 1.3 iu/ml. Sample 2: the initial result was 26 iu/ml. The repeat result on atellica was <1.3 iu/ml.

Manufacturer narrative:
The serial number of the analyzer is (B)(6). The investigation is ongoing.